Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) due to a malfunctioning cuff. An x-ray showed an empty cuff in both open and closed positions. When the cuff was explanted, it was perforated and had holes. The patient was experiencing cystitis and urine leakage when standing and coughing.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff shell. The cuff leak is consistent with wear and material fatigue at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction and confirmed the reported hole-perforation which caused fluid loss from the cuff component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) due to a malfunctioning cuff. An x-ray showed an empty cuff in both open and closed positions. When the cuff was explanted, it was found to be perforated. The patient was experiencing cystitis and urine leakage when standing and coughing.

Manufacturer narrative:
H6 patient codes updated.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) due to a malfunctioning cuff. An x-ray showed an empty cuff in both open and closed positions. When the cuff was explanted, it was perforated and had holes. The patient was experiencing cystitis and urine leakage when standing and coughing.